Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was high resistance/impedance, 2 - patient alerts for out of tolerance subthreshold lead I impedance on (B)(4) 2012 15:00:09 and (B)(4) 2012 15:00:11. The weekly pace impedance trend data show various spikes and an abrupt increase for minimum and maximum atrial pace bi ventricular impedance = 513 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2012. The full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The analyst visual comment indicated set screw marks too proximal on the is-1 pin. The lead was not flly inserted into the connector.

Event description:
It was reported that there was high lead impedance. Trend data indicated the patient alert triggered, there was oversensing and varying lead impedance. The lead was extracted and replaced. There were no reported patient complications as a result of this event.